Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was found that the mobile view station (mvs) power cord was loose. The medtronic representative tightened the power and monitor cord. Also tightened monitor mount to stop it from shaking during transport. Performed motion calibration due to being informed the imaging system would sometimes not dock correctly. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that the signal on the imaging system's mobile view station (mvs) monitor flickers in and out when the monitor cable is manipulated and occasionally will not display a signal. He confirmed that the cable was fully seated on the monitor but did not know if it was loose coming out of the computer. There was no patient present when this issue was identified.